Event description:
The user facility reported that a small blood leak was observed coming from the centrifugal pump during a bypass procedure. The perfusionist applied bone wax to the pump to slow the leak. Because the leak was small, no other action was determined to be necessary and the unit was not changed out. The procedure was completed successfully with no further complications reported. The reported blood loss was estimated to be 25-cc.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks or blood in the rear chamber. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.